Event description:
It was reported that during a routine system implant, the stylet could not be advanced in the lead. The lead was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).